Manufacturer narrative:
Review of the batch record for the lot was completed. There was no noted non-conformances in process and with the raw material. The retain sample was used for testing, the arc/spark could not be recreated with the retain. No further action is required.

Event description:
During code of a patient, pads became noticeably warm. During the 3rd shock there was a spark from the pad and the smell of smoke. Patient sustained a burn.